Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department (ed) with syncope. The right ventricular (rv) lead exhibited loss of capture and high thresholds. It was also noted that the right atrial (ra) lead experiencing undersensing and the implantable pulse generator (ipg) was pacing below the lower rate. The device system remains in use. No further patient complications have been reported as a result of this event.